Manufacturer narrative:
The reported complaint of set screw anomaly was confirmed. Analysis found incorrect wrench insertions being made into the atrial and ventricular setscrews. There were also signs of possibly wrong size wrench being used in setscrews. There were no device anomalies found to cause the problem in the field. The device was found electrically normal.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2018, the silicone cap of the hex screw got dislodged in the device header. The device was replaced. Patient was stable post procedure.